Manufacturer narrative:
(B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed that the force sensor was out of calibration. Review of the pump download history revealed loss of prime alarms associated with zero force. The load step was initiated during evaluation. It was noted that the pump was unable to load cartridge. A 'cartridge not detected' alarm was received. The force sensor calibration was not in specification (low). When the display cover was removed the oled and force sensor flex pins were found to be in place in the pcb socket. When the force sensor was removed from motor assembly it was found that the force sensor plate resistance reading was not in specification (high). It was also noted that the force sensor plate was contaminated with a green substance. During evaluation it was also observed that the battery compartment was cracked from threads to case seal.

Event description:
Evaluation revealed that the force sensor was out of calibration. This report is being made based on the evaluation results.